Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the st holster was giving green cable errors during sampling, and making noisy, rough, slow cuts. The case was able to be completed with no pt consequence.